Event description:
Dealer stated that he was advised that the power chair was in a vehicle that caused damage to the end user's seating system. End user stated he was on his way to work when he hit a patch of ice while driving causing his vehicle to spin out of control. He stated he was in his chair at the time of the incident and received scrapes and bruises to his right knee. He was treated and released by the emt that arrived at the scene and was not transported to the hospital.